Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue while replacing the batteries (service for a different issue), obtained approval from the customer and replaced (0011-00-0015) wire assy fusible link and the (0012-00-0746) cbl assy main battery power. The unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6). The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that while replacing the battery, the main battery cable assembly and fusible link in the cs300 intra-aortic balloon pump (iabp) were corroded. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10.

Event description:
N/a.